Manufacturer narrative:
There were 2 devices (2 emg tubes) being used in this surgery, we are submitting 2 mdrs for the same event. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the cuff self herniated over murphys eye upon inflation, therefore they were unable to safely ventilate the patient. During patient intubation, the end of the tube was resting against the tracheal wall. Upon inflating the cuff, murphy's eye became occluded and patient was unable to be vented. The cuff was deflated and re-inflated but the same event occured. The patient was extubated and reintubated. This happened with 7mm tube as well as with 8mm. The manufacturer representative observed the intubation using video laryngoscope and can concur that the incident was not down to user error. Upon examination of product and comparison to other styles of tube - the murphy's eye appears smaller, further up towards the cuff/balloon on the standard reinforced. Another acknowledgement made by anaesthetic team was that the material of the cuff appeared softer and thinner than that of other products and the shape varied between models. The standard reinforced tube had a more ob long shape to the cuff whereas others were more spherical in shape. There was a delay of 30 minutes in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient injury.